Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope instrument associated with this complaint and completed investigations. The endoscope was visually inspected and found with a missing component. The endoscope was found with retaining ring and gear roll out missing. Additionally, the endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside backend housing.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the endoscope instrument connector plate and the gear wheel were loose. The housing rustled. The procedure was completed with no reported injury.